Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that it wasn¿t confirmed if the scrambler affected the patient¿s ins, but they stopped the therapy to try to resolve their symptoms. Although the issue hadn¿t resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient last week had a scrambler therapy four times with improving results, but the fifth time they responded very negatively. Parkinson¿s tremors were much worse, along with breathing as they had shortness of breath, loss of balance/control, intermittent pain over their heart, visual disturbances. Previously they had no pain when sitting. After 2-3 minutes of standing they would have to sit down, but then their pain was immediate upon standing. The patient called back to inquire about their scrambler therapy. The patient noted that they also had a pacemaker from another manufacturer and was using the scrambler therapy to treat back pain. Possible interference was reviewed, and the patient was instructed to follow up with their hcp. There were no further complications reported.